Event description:
Information received a smiths medial cadd administration cassette would not attach to pump and only did after changing tubing. This alarm occured multiple times, interrupting therapy. No patient adverse events reported.